Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she was hospitalized with peritonitis on (B)(6) upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following fever and abdominal pain. It was reported that the admitting facility has not provided the patient¿s discharge paperwork to the outpatient clinic and, as a result, details of the hospitalization to include diagnostics and treatment course remain unknown. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was likely treated with antibiotics during this hospitalization to address the infection; however, the type, route, dosage and frequency were not reported. The patient¿s pd catheter (not a fresenius product) was removed during this admission as she was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient recovered from this event and was discharged home on (B)(6) 2026. It was reported, though the source of infection was unknown, there was no indication that the patient¿s peritonitis and the associated hospitalization were the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on hd therapy on an in-center basis post-discharge with plans to return to pd therapy on the same liberty select cycler when cleared to do so.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis characterized by abdominal pain and fever. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication of a contributing or causal malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Though diagnostic laboratory results were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.